Event description:
N/a.

Manufacturer narrative:
Corrected fields is h6 componnent code. Updated fields are b4, g3, g6, h2.

Event description:
N/a

Manufacturer narrative:
The additional initial reporter name is angelica, an rn in the ccu. Corrected fields-e3-occupation,updated fields-b4, b6-additional comments, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11.event summary and root cause evaluation-it was reported by the angelica through the emergency support program (esp) that during use, the cardiosave intra aortic balloon pump (iabp) had ECG lead fault and no ap waveform. There was no harm or injury reported. Angelica, an rn in the ccu, called requesting assistance with a loss of the arterial waveform on her pump causing her pump to stop. Esp personal asked had she found another ECG lead cable after our previous conversation. She explained that they could not find another cable. Angelica stated there was at least one other pump in the hospital, and it was in use by another patient. Esp personal explained the pump could not pump without a trigger. Angelica attempted to aspirate the inner lumen without success. Esp personal explained without ECG tracing and the loss of the arterial waveform, she needed to call the physician urgently to get a radial arterial line placed so the pump could be back pumping within the 30-minute window. Angelica called me back a short time later due to the pump not having numbers once the radial arterial line was being transduced. Esp personal explained to her how to zero the arterial line. Angelica then stated there was an appropriate waveform and pressures on the pump. Esp personal encouraged her to have day shift find another ECG cable for the cardiosave. She was appreciative of the assistance.based on the information provided, esp personal explained without ECG tracing and the loss of the arterial waveform. Angelica called back a short time later due to the pump not having numbers once the radial arterial line was being transduced. Esp personal explained to her how to zero the arterial line. Angelica then stated there was an appropriate waveform and pressures on the pump. However, since no part was replaced or returned for evaluation and no other information available, the root cause could not be determined.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had ECG lead fault and no ap waveform/numbers. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.